Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the terminal bulb of the trailing haptic became embedded between two layers of the plunger. The individual had to use toothed forceps and apply significant force to extract it. Initially, they considered amputating the end of the haptic, as the rest of the iol had already been implanted. However, after four strong attempts, the haptic was successfully released. Additional information was received as there was no harm to patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Photo provided shows an activated company preloaded device. The plunger is fully advanced outside the nozzle tip. Iol is not visible in the provided photo. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).